Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse test failure) was confirmed. As received, the monitor failed pulse testing. Upon evaluation, the q13 insulated-gate bipolar transistor (igbts) was shorted on the defibrillator board. Further, high voltage had deviated to low voltage circuitry thermally damaging multiple components on the computer / analog (ca) board. The cause of the pulse test failure is the shorted igbt. The root cause of the shorted igbt could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed pulse testing.